Manufacturer narrative:
Corrected data: in review, it was noticed that incorrect box (no) was inadvertently checked in section "h3" of the initial MDR report. In review, it was also noted that type of investigation codes (4109 and 3331) were inadvertently not entered in the section "h6" of the initial MDR report. The corrections have been done in this supplemental MDR report and the following fields were updated accordingly. Section h3: device evaluated by manufacturer: yes section h6: 4109 - historical data analysis. Section h6: 3331 - analysis of production records. Additional information: no complaint product was received for evaluation. A customer provided movie was reviewed by johnson & johnson subject matter expert (sme), who determined that "a 18 minutes 21 seconds video showing the phacoemulsification procedure and intraocular lens implantation of an iol claimed to be a tecnis monofocal with optiblue with simplicity model dcb00v. It can be observed at minute 13 with 14 seconds 2 marks in the internal edge of the haptic. Although it is not expected to have iol optical performance issues due to the location of the observed issues, the actual clinical impact of the issue cannot be fully determined from a video assessment". The root cause cannot either be determined from a video assessment. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight: unknown/ not provided. Asku. If explanted, give date: not applicable, as lens remains implanted. Email address: unknown/not provided. Phone number: unknown/not provided. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA (B)(4). Device evaluation: product evaluation was not performed because the product remains implanted. If product is received after initial closure, the product investigation (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and no malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the reporting physician found some intraocular lenses (iols), a model dcb00v had scratches during washout in eyes with irrigation/aspiration (ia) after implantation. And the other an iol model dib00v had burrs on the edge surface of the optic. Both iols remain implanted because the scratch and burr were not at the center of the optic. No health damage to the patient. There was no patient injury, no adverse events. The suspect products are not returning because they both remain implanted. No other information was provided. This report captures event for suspect dcb00v. A separate report will be submitted to capture event for dib00v suspect product.